Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported last night his blood glucose kept rising and rising. It rose from 249 mg/dl to 280 mg/dl, and then to 380 mg/dl. He treated with the insulin pump. He experienced swollen and red eyes. This morning, when he changed his infusion set, he found that the cannula was bent. The insulin pump never alarmed no delivery. During troubleshooting, no device anomalies were found. Customer was advised to contact his doctor about his high blood glucose. Replacement supplies were sent. Nothing further reported.